Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the dentist's evaluation recommends full braces treatment due to severe mandibular crowding, moderate deep bite, mildly excessive overjet, negative maxillary anterior angulation of teeth, severe headaches from wearing previous aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.